Event description:
It was reported that during the surgery, when the screw broke during insertion. All the pieces were removed from the patient. It was changed to another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the 1.5mm rapid resorbable cortex screw 6mm- was broken. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. According to the surgical technique rapidsorb resorbable fixation system the following are mentioned: -important: if the tap selected is too short, it will not be possible to countersink the screw completely in the plate hole and further screwing in will inevitably lead to breakage of the screw. This can also occur if tapping is terminated before the tap shoulder has reached the plate surface. - carefully insert the selected screw, using the appropriate screwdriver, until the screw is countersunk in the plate. Use a light, two-finger approach (thumb and index finger) to insert the screw. To prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. -over insertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 1.5mm rapid resorbable cortex screw 6mm- would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part: 806.004.02s. Lot: 336l884. Manufacturing site: werk bio oberdorf. Supplier:na. Release to warehouse date:18 oct 2024. Expiration date; na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.